Manufacturer narrative:
The investigation for the reported issue has been completed. Visual inspection of the purge assembly area confirmed a ripped/ missing blue retainer. The cause of the issue was broken/ missing purge disk retainer. This report is being filed as part of a retrospective review of historical records.

Event description:
Us complainant reported that the patient was placed onto impella cp support due to acute myocardial infarction / cardiogenic shock. While on support, the aic experienced purge disc/flag issues with no resolution specified. The patient ultimately expired as care was withdrawn, there is not enough information to exclude the impella device as an associated factor in the patient's demise.